Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 500 mg/dl. The customer had three bent infusion set cannulas. The customer took manual injections of insulin to treat her high blood glucose level. Troubleshooting was declined. The device was not returned.